Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump gave a low predict alert and he ignored it and went to bed and woke up with low blood glucose of 20. Customer did not have seizures and wife was able to assist with giving him orange juice. He stated he should have checked his blood glucose but did not because he was tired. Customer stated that the low threshold suspend is set up at 65 mg/dl. Customer stated he tried the sensors years ago and it was worse back then and he didn't trust it. He stated now its better and feels its great to have. Last blood glucose value is 120 mg/dl. Nothing further reported.